Event description:
Nurse assisted transfer from bed to chair using sara steady in early afternoon. No issues were noted during patient transfer with impella cp smart assist device. Centimeter markings were checked after transfer to chair and the device was assessed to be in the same location as prior to the transfer. Approximately 30 minutes later, impella device alarm sounded re: "no placement signal." Staff immediately paged mechanical circulatory support (mcs) team, notified charge rn of the issue. Assessed patient who was found to be hemodynamically stable and without symptoms. Impella appeared to still be functioning with appropriate motor current, no other active alarms. Centimeter markings were checked and found to be in the same position, no obvious kinks in catheter tubing were noted at that time. Mcs arrived to bedside within minutes, primary service was called to bedside as well. Writer and charge rn assisted patient back to bed. A bedside echo was done. Rn checked again around this time with mcs and noticed a slight "bend" in the impella sheath, just distal to equipment stabilized on an armboard. Impella continued to function and primary rn resumed care of patient while the issue continued to be assessed by mcs and chf services. Patient remained hemodynamically stable throughout the event and was kept informed by mcs and chf of ongoing troubleshooting and plan. Pump was replaced the following week. Manufacturer response for heart pump, (brand not provided) (per site reporter). Pending evaluation by manufacturer.